Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when separating the suture from the distal guide, the suture broke. Hemostasis was achieved using manual compression. During device evaluation, a posterior foot break was found. There were no reported adverse pt sequelae. No additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a posterior cuff miss, the link pulled from the anterior cuff and a posterior foot break. The posterior cuff and link were not returned. No malfunction was detected and no root cause could be determined for the cuff miss, foot and link break based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.